Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump kept alarming no delivery because of bent cannulas. Customer's blood glucose was 483 mg/dl. Customer stated the device alarmed and he did a complete set change, reservoir, infusion set and insulin. Troubleshooting was performed and fixed prime was performed, insulin exit and no alarm. Customer also had blood glucose of 206 mg/dl when the device alarmed no delivery. No troubleshooting was performed as customer had done a complete set change. Customer is returning the reservoir for further analysis.